Manufacturer narrative:
Patient identifier, age or date of birth, sex, and weight: there are multiple patients all information is provided in the article. This report is for an unknown cage/spacer/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between november 2014 to april 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: kadam, a., wigner, n., saville, p., and arlet, v. (2017), overpowering posterior lumbar instrumentation and fusion with hyperlordotic anterior lumbar interbody cages followed by posterior revision: a preliminary feasibility study, journal of neurosurgery spine, vol. 27 (6), pages 650¿660 (USA). The aim of this retrospective study is to evaluate whether sagittal plane correction can be obtained from the front by overpowering previous posterior instrumentation and/or fusion with hyperlordotic anterior lumbar interbody fusion (alif) cages in patients undergoing revision surgery for degenerative spinal conditions and/or spinal deformities. Between november 2014 to april 2016, a total of 20 patients (12 male and 8 female) with a mean age of 54 years (range 30-66 years) underwent alifs at levels that were previously fused posteriorly. Surgery was performed using either a competitor device or cougar carbon fiber reinforced polymer cages (20°; depuy synthes spine inc.). Only 2 cages of the 36 implanted levels were carbon fiber¿reinforced polymer cages (20°; cougar). The mean duration of radiographic follow-up was 11.5 months (range 5¿26 months). The following complications were reported as follows: 1 case had fluid collection/seroma in anterior abdominal wall. In 3 of 36 levels, endplate impaction/collapse was noted intraoperatively. 1 case had wound dehiscence/infection. 1 case had proximal junction kyphosis. 1 case had pulmonary embolism/deep venous thrombosis. A total of 3 cages (8.3%) displayed loss of segmental lordosis (sl) during follow-up. This report is for an unknown depuy spine cage. This report is for one (1) unknown cage/spacer. This is report 1 of 1 for (B)(4).